Event description:
"The ilizarov fixator for pediatric and adolescent supracondylar fracture variants". Author: gugenheim josep j jr m.d. According to the study, ,minimally invasive ilizarov technique of fracture treatment utilizing small diameter pins and tensioned wires offers a favorable alternative to open reduction, and internal fixation, and it causes little disruption of the tissue blood supply. Ilizarov (smith and nephew, memphis, tn) fixators were used in 13 cases. It was documented on the paper that 1 patient ended up with poor range of motion that was resolved during follow up.

Manufacturer narrative:
It was reported from a literature review that the patient suffered a poor range of motion that was resolved during follow up. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The reported event was part of the healing process and it was resolved during the follow up process. The paper was published in 2000.